Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
The coronary viperwire guide wire was used to primary wire a calcified lesion in the circumflex artery. The wire crossed the lesion, but the distal tip was unknowingly advanced into a small side branch. When the orbital atherectomy device was advanced over the guide wire, the wire tip advanced distally and caused a perforation. The perforation was noted following atherectomy, and following stent placement protamine was administered to counteract the heparin and stop additional bleeding. An echocardiogram was performed and no effusion was detected. The patient was transferred to the intensive care unit in stable condition following the procedure.